Event description:
A surgeon reported that a break or macerated appearance at the proximal end of the lead haptic was noted after insertion. Enlargement of the incision was required to accomodate removal of the intraocular lens. Additional info has been requested.

Event description:
Additional info was provided by the surgeon. The pt developed corneal edema that improved after three weeks. The surgeon does not believe that the intraocular lens (iol) malfunctioned. He reports that the scrub nurse had difficulty folding the iol which may have contributed tot he macerated appearance of the haptic/optic junction.